Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-06196 for the other associated device information. It was reported to boston scientific corporation that a rotatable oval snare and a resolution clip device were used during a polypectomy procedure within the colon on (B)(6), 2009 (patient (B)(6) of age; weight unknown). According to the complainant, during the procedure, the physician was testing the rotatable oval snare outside of the patient when it was noticed that the loop wire was broken. The physician used another rotatable oval snare to successfully complete the polypectomy. Then, when the physician positioned a resolution clip device at the polypectomy site to complete hemostasis, the clip would not advance from the catheter; the physician could not deploy the clip and had to remove the device. The case was completed with another resolution clip device. There was roughly a 3 minute delay in the procedure in order to swap out the resolution clip device devices. Although this exchange did exacerbate the bleed, there were no reported patient complications. The patient's condition at the conclusion of the procedure was reported to be good. With both suspect devices, the complainant noted no damage to the packaging. Note: this report is a supplement to manufacturer report # 3005099803-2009-06194. Since the initial medwatch report was filed, the device has been returned and evaluated. Based on this evaluation, this event has been deemed to be no longer reportable.

Manufacturer narrative:
The returned device presented with only a kinked loop and dried anatomical residue at the tip of the snare. After cleaning the residue, the snare did not present any signs of being split, torn, or broken; the loop is in intact. The condition of the returned incident device was not consistent with the complaint that the snare loop split; the complaint was not confirmed. Based on this analysis, this event has been deemed to no longer be MDR-reportable. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-06196 for the other associated device info. It was reported to boston scientific corp that a rotatable oval snare and a resolution clip device were used during a polypectomy procedure within the colon on (B)(6), 2009. (Pt over 60 yrs of age). According to the complainant, during the procedure, the physician was testing the rotatable oval snare outside of the pt when it was noticed that the loop wire was broken. The physician used another rotatable oval snare to successfully complete the polypectomy. Then, when the physician positioned a resolution clip device at the polypectomy site to complete hemostasis, the clip would not advance from the catheter; the physician could not deploy the clip and had to remove the device. The case was completed with another resolution clip device. There was roughly a 3 minute delay in the procedure in order to swap out the resolution clip device devices. Although this exchange did exacerbate the bleed, there were no reported pt complications. The pt's condition at the conclusion of the procedure was reported to be good. With both suspect devices, the complainant noted no damage to the packaging.